Event description:
The customer obtained a falsely depressed sodium result while using the architect c16000 analyzer. The customer uses a normal range of 136 to 145 mmol/l. Sample ID (B)(6) generated an initial result of 118.2 mmol/l. The sample was retested on a second analyzer generating 140 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further information was provided. Patient identifier: complete entry = (B)(6).

Manufacturer narrative:
The investigation included review of complaint details, trending data, device history records and labeling. Return testing was not completed as returns were not available. Review of complaint information found the sample retest produced an acceptable result. In addition, the quality control was acceptable when the falsely depressed result was generated, which indicates the assay was performing as expected. Review of complaint and trending reports associated with the ict sample diluent in use on the architect c16000 analyzer did not identify any issues or trends. Review of the device history records for the ict diluent did not identify any non-conformances or deviations related to the current complaint issue. Labeling was reviewed and adequately addresses the customer's issue. Based on this investigation, no systemic issue or deficiency for the ict diluent on the architect c16000 analyzer was identified.